Event description:
It was reported while transporting a patient down a flight of stairs, the rubber handle at the left rear of the chair allegedly came off. The incident report indicates patient and crew complained of injury as a result and medical treatment was sought; however, the nature of alleged injuries and treatment were marked confidential. No additional details of the incident have been provided.

Event description:
It was reported while transporting a patient down a flight of stairs, the rubber handle at the left rear of the chair allegedly came off. The incident report indicates patient and crew complained of injury as a result and medical treatment was sought; however, the nature of alleged injuries and treatment were marked confidential. No additional details of the incident have been provided.

Manufacturer narrative:
The chair was returned to ferno for evaluation. A visual and functional evaluation was conducted. The technician noted there was evidence of adhesive residue inside the grip; however, it could not be determined what caused the rubber grip to separate from the handle. The chair was repaired and approved for return to service. Sufficient instructions for proper preventative maintenance and inspection are provided in the IFU.